Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial started (B)(6) 2020. It was reported that the patient stated there were times that they had the urge to void, but could not. Contributing factors were unknown. The issue was not resolved at the time of the report.